Manufacturer narrative:
This report is being filed to provide additional information in e.1, h.6 and h.10. Corrected information is provided in a.1 and b.5. Investigation: the set was returned to terumo bct japan for evaluation, which confirmed the customer¿s statement and found the following: the sample bag was filled with air. The white clamp and red clamp were closed. After removing the air from the bag, the investigator closed the white clamp and tried injecting air, but no air entered the sample bag. A disposable complaint history search was performed for this lot and found no reports for similar issues on this lot. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Correction: terumo bct local support team has retrained the operator on nov.9, 2022. Root cause: a definitive root cause could not be determined but it is likely due to one or a combination of the possible causes listed below: the sample bag clamp was not closed at the system prompt. The clamp was closed but it was skewed on the tubing enabling a portion of the tubing to allow air to pass.

Event description:
The customer reported that before priming for a collection procedure, the pressure-related alarm occurred. The operator found the sample bag was full of air. The operator checked the white clamp and found it closed and no issues were noted with the clamp. Per follow-up, it was reported that the donor was safe. There was not a donor involved at the time of this incident, therefore no donor information is reasonably known at the time of the event. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
Investigation: the set was returned to terumo bct japan for evaluation, which confirmed the customer¿s statement and found the following: the sample bag was filled with air. The white clamp and red clamp were closed. After removing the air from the bag, the investigator closed the white clamp and tried injecting air, but no air entered the sample bag. Investigation is in process. A follow up report will be provided.

Event description:
The customer reported that before priming for a collection procedure, the pressure-related alarm occurred. The operator found the sample bag was full of air. The operator checked the white clamp and found it closed and no issues were noted with the clamp. Per follow-up, it was reported that the donor was safe. Patient information and outcome are not available at this time. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.